Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a system failure that caused a thinner than normal flap. The surgeon stopped the laser and adjusted the system. The patient interface was exchanged and the surgery was completed with no patient harm. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the treatment report does not show any abnormalities regarding the used settings of the laser. The parameters shown are within normal range. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. There is no indication a device malfunction caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).